Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This report includes final evaluation findings. No additional information is expected. Evaluation summary: a customer returned their memoir pen to the manufacturer because the numbers are not displaying correctly. The pen batch 0909c01 was manufactured in september 2009. The initial investigation confirmed missing segments in the dose numbers and the power button would not turn on the device. Internal inspection found an unknown liquid, rust, residue and corrosion throughout the pen's assemblies including corrosion of the snap dome air hole via. This malfunction, missing dose number segments, may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing segments. Corrective action, liquid ingress: no corrective action is planned. The user manual states in the care, storage, and disposal section to keep the pen and case away from water, moisture, or wet surfaces as the pen and case are not watertight. The direction for use prohibits continued use. Improper use and storage. There is evidence of improper use or storage. The source of the liquid contamination could not be determined. It did not appear to be insulin therefore improper use or storage was concluded.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, it was reported that the humapen memoir could not be switched on anymore. This humapen memoir is associated with (B)(4)/ lot 0909c01. On (B)(6) 2010, the device was returned and it was noted to have one segment missing on the right side. The training status, operator of device and length of use of the suspect device and the device model were not provided. It was unknown if the patient would continue to use the device model. Refer to results/conclusions section. Update (B)(6) 2010; additional information received (B)(6) 2010; added device specific safety summary to case; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button, changed improper use field to yes and added refer to results/conclusions section to narrative.